Manufacturer narrative:
The subject device is currently in process of evaluation.

Event description:
During an arterio-venous malformation ( avm) embolization with glue, loss of glue through a leak on the subject device was visible. The patient was reported in good condition